Event description:
A medtronic representative reported that while in a craniotomy the application unexpectedly exited and went to the shutdown screen. The system was shut down and re-started to get back into the application. The accuracy checkpoints that had been stored were gone when the system was re-booted. The procedure was completed with the use of navigation. There was no impact on patient outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Manufacturer narrative:
After reviewing the logs it appears to be an issue with communication between the camera and computer. This is probably be caused by an intermittent hardware issue or someone connecting and disconnecting from the camera.